Manufacturer narrative:
The customer did not return the device for evaluation. No in-house testing was performed as the lot # 0jpeg02a of the test strips and lot # 0bv2g57 of control solution associated with this event expired in dec-2021 and oct-2021 respectively. Therefore, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
As per the contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The customer did not follow this instruction. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test and obtained a reading of 311 mg/dl at 2:14 p.m. With the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were run, and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.